Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
Related manufacturer reference number: 1627487-2022-06921. It was reported that the during an ipg replacement procedure it was noted that the one extension was fractured and the other extension showed high impedance. As such, the extensions were explanted and replaced to address the issue. Reportedly, therapy was confirmed post op. Investigation was unable to determine which extension was fractured and which one had high impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.